Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator delivered 14 inappropriate tachy shock therapies due to 3 episodes of atrial fibrillation with rapid ventricular response. Therapy was not exhausted. This device remains in service and reprogramming was performed as corrective action. No additional adverse patient effects were reported.